Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
Information was received from a trial patient and it was reported that the patient felt a burning sensation where the incision was located. No outcomes were reported at the time of this report.